Event description:
The MFR received info from a third party service center alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation, the ventilator was found to be alarming for low inspiratory pressure. The device's sensor board was replaced to address the issue.